Manufacturer narrative:
The insulin pump did not have a battery installed when received. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08695 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to diabetic ketoacidosis and sepsis as well as on (B)(6) 2018 for other reasons. The cause of death was multi heart related. The caller stated that the customer had kidney and liver failure, internal bleeding, and a heart attack that may have led to the customer's passing. The customer¿s blood glucose was 120 to 190 mg/dl at the time of the last hospitalization. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.